Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: no samples or photos were received from the customer for this evaluation. Therefore, 20 retention samples were subjected to functional testing and the customer's indicated failure mode of leakage was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. It was reported by the customer there was a leak in the butterfly needle. Blood did not reach the tube but instead leaked out spilt on the floor and on the patients jeans.